Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. During service evaluation, the monitor failed the 12v belt power test. The cause of the test failure was cold solder joints found on the monitor's computer/analog board pca. The cold solder joints caused intermittent power to the electrode belt. The root cause of the cold solder joints cannot be positively identified but was likely an assembly error. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) failed the 12v belt test. The last pt to use this monitor did not report any deficiencies.